Event description:
It was reported that patient presented with an adverse event of infection. The pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted and replaced. The patient was stable throughout the procedure. The cause of the infection was unknown.